Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sleeve gastrectomy procedure, while firing the device with a green reload across the antrim of the stomach the surgeon experienced haemostatic bleeding, requiring over sewing to control bleeding in the antrim of the stomach. The surgeon converted to open. One device will be discarded.